Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported "all codes were knocked out" and their device had to be reprogrammed. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported "all codes were knocked out" and their device had to be reprogrammed. No further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had been implanted with the neurostimulator earlier today, and when attempting to program it the por call dr. Screen was displayed. Additionally the patient reported an exposure to an environmental emi. The patient was informed that the physicians programmer would be required to clear the por and diagnose potential causes. No symptoms or additional complications were reported.